Event description:
It was reported that the patient was experiencing inadequate stimulation due to spinal cord stimulation (scs) lead migration. The patient underwent a scs system explant procedure and was doing well postoperatively. The explanted devices were not returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7135536. Product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial:(B)(6), batch: 582041.